Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the ptfe pad was worn and partially separated due to activating output of the device by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The instruction manual of the device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that, during a hepatectomy, the subject device was used. The ptfe pad of the device was failed in the use. The procedure was completed with another thunderbeat. There was no patient injury reported. After omsc received the subject device for evaluation, omsc confirmed that the ptfe pad of it was partially separated on (B)(6) 2015.